Event description:
It was reported that on (B)(6) 2022, a 23mm ridged saddle ring was implanted. On (B)(6) 2022, mitral valve insufficiency was observed after a mini mitral valvuloplasty. The patient experienced dyspnea. On (B)(6) 2022, the mitral valve was explanted and a new 31mm epic valve was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve insufficiency about 4 months after the ring was implanted was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that on (B)(6) 2022, after the reintervention, the patient was diagnosed with a pleural effusion. They were administered furosmide. It was reported that on (B)(6) 2022, the patients hemoglobin dropped. No treatment was provided. It was reported that on (B)(6) 2022, the patients electrocardiogram (EKG) showed signs of junctional rhythm. The patient was treated with an external pacemaker. It was reported that on (B)(6) 2022, the patient had biventricular heart failure and pulmonary hypertension. On (B)(6) 2023 the patient had a permanent pacemaker implanted.